Event description:
During an atrial fibrillation procedure, the sideport detached. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a detached sideport was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing. Awareness training was conducted in order to prevent reoccurrence.